Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. The field service engineer (fse) evaluated the device and the issue was not verified. The fse tested the device. There was no product deficiency found. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported the ventilator over pressurized and generated an error. No volume delivered. The ventilator was in patient use at the time of the event occurred. There was no patient harm reported. Event date not specified; estimate used.